Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap auto bi flex device's sound abatement foam. The reporter alleged of having heart attack and open-heart surgery. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Product investigation laboratory confirmed the presence of degraded sound abatement foam. The issue of degraded sound abatement foam is addressed by CAPA 7211, photos were attached. Product investigation laboratory is unable to directly address the symptoms outlined in the complaint. Product investigation laboratory observed that the using a known good power supply and power cord, product investigation laboratory tech was able to confirm the device powers on and provided airflow. During the investigation, product investigation laboratory observed unknown damage to the left side panel. Dust-like contamination was observed on and under the top cover, both sides of the left and right side panels, on and in the iso port, in the air inlet, all over the pca, on and under the blower cap, on and in the blower motor, in the base of the blower housing, on the sound abatement foam, and around the walls of the bottom enclosure. Product investigation laboratory observed potentially degraded sound abatement foam stuck to the bottom of the blower housing an in the base of the bottom enclosure. In box d: device avail. For eval? (Rfb), date returned has been updated. In box g: date received by mfg (rfb) has been updated. In box h: device eval. By mfg and h6 coding has been updated.

Manufacturer narrative:
H3 other text : device not yet returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges heart attack and open heart surgery. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.